Manufacturer narrative:
(B)(4). The reported event of loop embedded in patient tissue. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captiflex small oval snare was used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure the snare loop got stuck on the polyp. The snare was successfully removed without additional intervention after an unspecified length of time. The procedure was then completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.